Event description:
Pt undergoing aortogram. During injection, the catheter ruptured. Bleeding from artery into tissue, and injection of contrast into tissue occurred causing hematoma. Pt was admitted to hosp to observe for bleeding. Injection settings were: psi-1000 20 cc per second for 2 secs.